Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed. Gelprep, therapy date unknown.

Event description:
3m received more information regarding a skin tear. Information on this adverse event was originally reported on manufacturer report number 2110898-2011-00094, which generally described 12 to 15 patients. Uniquely identifying the patient, a physician reported that the patient had a right total knee arthroplasty (tka) and upon removal of the 3m ioban drape, sustained a skin injury that required incise and drain, polyethylene exchange, and explant of the tka/spacer. Reportedly, prepping technique has varied, including: gelprep, double application of duraprep, duraprep followed by chloroprep, and chloroprep followed by duraprep. None of which follow manufacturer's recommended instructions. It is known which prepping procedure was followed for this patient prior to application of the 3m ioban drape.